Event description:
It was reported that during the implant placement and while removing the mount, the driver fractured inside the mount and implant had to be removed. Procedure completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products tsv4b13, imp,tsv,4.1mm,sbm,13 lot 1247412. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.